Event description:
A break in the retention dome during traction removal. It was also reported that the broken dome portion was removed with bowel movement at later date.

Manufacturer narrative:
The complaint of a break in the retention dome is confirmed, user related. Upon receipt, a partial segment of retention dome was observed adhering to the feeding tube. This small segment of the broken dome is still attached to the feeding tube and reveals a complete bond. The dull and rounded veneer identified at the dome site are traits that are indicative of excessive force that was applied during the removal of this device. The lack of any associated damaged suggests the tear in the dome was caused by stretching the dome material beyond its elastic limits during removal. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process. The fractured portion of the retention dome was not returned for evaluation. It should be noted that this type of ponsky repl tube has been discontinued and has been redesigned with the new ponsky non-balloon replacement feeding tube with the new and improved retention dome. A lhr review is not possible, as no manufacturing lot number has been provided by the complainant.